Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, occlusion alarm occurred after the cartridge was in use for 48 hours. Blood glucose was 403 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer reverted to manual injections.